Event description:
Procedure: lower anterior resection. Reportedly, the surgeon applied the stapler to tissue. The surgeon then attempted to measure the size of the bowel at which point it was observed that no staples were intact in the tissue and the bowel was completely open. To mitigate the situation the surgeon had to employ a temporary stoma.